Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with enterocele repair; due to cystocele and enterocele. It was reported that the patient underwent robotic sacrocolpopexy on (B)(6) 2012 due to vaginal prolapse.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removals on (B)(6) 2012 and (B)(6) 2013 due to erosion. It was reported that the patient underwent an in-office mesh trimming on (B)(6) 2013 due to erosion and extrusion.

Manufacturer narrative:
Date sent to the FDA: 05/31/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and b-pelvisoft was implanted. No additional information was provided.